Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018 the patient was seen at the hospital and had been diagnosed with diabetic ketoacidosis while on insulin pump therapy. The reporter alleged the pump was not delivering insulin accurately as programmed beginning (B)(6) 2018. The reporter did not provide any details regarding treatment provided to the patient at the hospital. Animas customer support reviewed the pump¿s delivery records with the reporter. On review of the pump¿s delivery records, the pump showed that the basal delivery totals matched the total daily dose record and the basal history matched the active basal program, but the bolus totals did not match with a greater than 5% difference. No further troubleshooting of the pump was completed because the reporter stated they needed to end the call with animas customer support and stated they would call back at a later time to complete the troubleshooting of the device. The reporter did call back later the same day to retrieve the warranty expiration date of the device and stated the pump was not available at the time to complete the troubleshooting and said they would call back again later to review the pump. Animas customer support made multiple attempts to contact the reporter to complete the troubleshooting of the device; however, the reporter did not respond. At the time of the report, arrangements with the customer for the return of the device to the manufacturer have not been made. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged history/settings issue in the pump.